Manufacturer narrative:
Additional information was received and it was learnt that the surgeon noticed the haptic was detached prior to implantation. This event has now been determined not to be a reportable event. No further reports will be submitted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Initial reporter: a contact name was not provided. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was detached from optic during implantation. No patient injury was reported. No further information was provided.